Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the nurse of a 59 year old male patient with a medical history including end stage renal disease, who stated the patient experienced itching within the first minute of an in-center hemodialysis treatment on (B)(6) 2025. Oxygen, intravenous diphenhydramine (benadryl) 50mg and methylprednisolone (solu-medrol) 125mg were administered. Itching did not resolve and a second dose of intravenous diphenhydramine (benadryl) 50mg was administered. Additional information was received on (B)(6) 2025 from the nurse who stated the patient did not experience any additional symptoms related to the issue and the patient has resumed hemodialysis with the use of a dialyzer from a different manufacturer.